Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding a drug infusion device. The drug being delivered was baclofen (unknown) with an unknown dose and concentration. The reason for use was not reported. It was reported that the patient presented with pocket site infection. The issue occurred on (B)(6) 2020. The doctor is trying to lower daily dose in order to explant pump without risking acute withdrawal. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. It was unknown if there were any diagnostics/troubleshooting performed. Actions taken to resolve the issue included neurology is lowering dose 20% a day until dose is low enough to be treated by orals. The issue was not resolved at the time of the report. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp via a manufacturer representative on 2020-jan-28. It was reported that the patient was stable and discharged from the hospital. The doctor did not believe the infection to be device related.